Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, the patient underwent second stage of surgery, which was anterior lumbar interbody fusion on the lumbar region of her spine from vertebrae l5 to s1. Reportedly, rhbmp-2/acs was used in this surgery as well. The rhbmp-2 collagen sponge was placed outside a cage, in the disc space. Post-op, the patient experienced increasing severe low back and hip pain. She continues to experience chronic pain in her lower back, radiating pain into her hips, generalized pain throughout her whole body, headaches, and numbness in her mid-back and feet. She must constantly change positions due to pain and requires occasional use of a wheelchair to assist in ambulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.